Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Analysis found, an external insulation abrasion found at 21.1 cm to 21.4 cm from the connector pin, breaching the outer insulation proximal to the suture sleeve tie marks consistent with friction to lead-to-can. The cause of sensing noise was due to the exposure of the outer coil at the abraded region.

Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission revealed that the atrial lead exhibited noise leading to over-sensing and triggering auto mode switch episodes. The patient was brought into the clinic where the noise was reproducible by compression test. The lead was removed and replaced. There were no patient consequences.